Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that staff had gone in to perform I&o. There had not been much urine in the drainage bag. The foley catheter was unlocked from the stat lock in an attempt to manually encourage urine flow. During this process, there had been no resistance in the foley tubing, and the foley catheter slid out. It was observed that the balloon was no longer inflated. The foley catheter had to be replaced, as it was found to have been inserted only about 2 inches. The balloon was completely deflated. It was unclear whether the balloon had been defective, intentionally deflated for irrigation and not reinflated afterward, or never inflated at the time of the original insertion. The catheter had been placed in the or on 2/14 and had remained in place and functioning until 2/20, when it was discovered that the balloon was no longer inflated. Row 1 lot ngkv3544 row 2 lot ngkt2410 row 3 lot ngks0183 row 4 lot ngkx3832 row 5 lot ngkr0668- row 6 lot ngkn1235.